Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reports that a physician is questioning one patient's architect tsh assay result generated on an architect i2000sr analyzer. The patient has a normal tsh but a low free t4. The following results were provided: (B)(6). One of the samples was sent to another laboratory and tested on the roche platform and generated a tsh result of 15.2 uiu/ml. A serial dilution was performed on the sample (range 1:2 to 1:64) and each dilution run on the architect platform with the following final results (respectively) in uiu/ml: 0.512, 0.62, 0.912, 2.208, 4.8 and 6.784. The sample was also tested for heterophilic antibody interference and after treatment generated a final result of 4.5 uiu/ml. The customer uses a normal tsh reference range of 0.27-4.20 uiu/ml. The lab pathologist made the following observations: different tsh result by an alternative platform [15.2 uiu/ml on roche compared with 0.72 on abbott. Non-linearity of abbott tsh results on serial dilution. An increase in abbott tsh following antibody blocking treatment. There is no known impact to patient management due to this issue.

Manufacturer narrative:
The customer was able to return a portion of the patient sample in question for evaluation. Dilution linearity testing of the sample showed a much higher result of 1.2175 uiu/ml than the neat sample 0.4508 uiu/ml. Further testing using hbr (heterophilic antibody blocking reagent) treatment showed a higher than allowable variation, which indicates that heterophilic antibodies are present. This confirms the customer's observation that an interfering substance is causing the falsely depressed tsh results. Due to the low volume remaining no further testing could be performed with the patient sample. Accuracy testing using an in-house retained sample of architect tsh assay lot 58805ui00 was performed. All specifications were met indicating acceptable performance of this reagent lot. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect tsh assay package insert contains information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. The issue involved one discreet patient sample, which suggested an interference from a heterophilic antibody as described in product labeling.